Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported two tampons were missing strings after insertion and one tampon string pulled out upon removal. She was able to manually remove all three pledgets and did not seek medical assistance.